Event description:
It was reported that a minimum fill notification occurred after filling the cartridge with 200 units of insulin. Blood glucose was not impacted. Reportedly, the customer had manual injections available as alternate insulin therapy.